Event description:
During case, a loud "snap" was heard coming from the machine and it just shut down. Could not complete case. Sales rep. Indicated that the patient was under local anesthesia and the case had to be aborted. She also confirmed that the denervation probe was used with this generator; the doctor complained of the probe not completely denervating the nerve; ref: a-3597. It was stated that the procedure was rescheduled for 2 weeks later and has not received any further information from the customer regarding this case.

Manufacturer narrative:
Unit powered up with no problems. Displayed tc (temperature calibration) failure. This failure would not cause the unit to shut down, however it would not recognize the probe.